Event description:
During a routine examination, the physician identified a device sensing issue. Imaging was performed, and the distal tip of the sensing lead was suspected to have separated from the lead body. The patient was brought in for revision surgery, which confirmed that the distal sensor tip had detached and migrated into the pleural. Due to the potential risk involved in retrieval, the physician elected to abandon the migrated sensor tip. A new sensing lead was successfully implanted, restoring therapy. The procedure was completed without further complications, and the issue has been resolved.